Event description:
During patient use, suddenly "switched to backup battery" occurred when ac cable was connected. Replacing the power pac battery resolved the issue. The patient was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.